Event description:
It was reported that during implant, when testing the right ventricular lead on the bench that the helix would not deploy after 30 turns. The lead was not attempted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled and the lead appeared damaged at implant.